Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the interrogation it was noted the lead safety switch (lss) had triggered for another manufacturer's right atrial (ra) lead and cardiac resynchronization therapy pacemaker (crt-p). Review of the remote home monitor found an alert for high out of range impedance measurements of greater than 3000 ohms from two days earlier. It was noted that the ra lead is functioning fine in unipolar, so the physician has opted to continue to monitor the patient. The ra lead and crt-p remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the patient came in for a device interrogation and oversensing of noise leading to inappropriate atrial tachy response (atr) events were noted in unipolar configuration. The polarity was changed back to bipolar and isometrics were unable to reproduce the noise and impedance measurements were within range at 474 ohms with good threshold measurements. The ra lead was reprogrammed to bipolar configuration with the lead safety switch (lss) programmed on. At this time the crt-p and ra lead remain in service and no adverse patient effects were reported.